Manufacturer narrative:
The reported event of failure to capture was not confirmed. A complete lead was returned in one piece. Specification measurement, electrical testing, visual examination and x-ray were normal with no anomalies.

Event description:
It was reported that the patient presented in-clinic for a routine check-up. Upon interrogation, it was found that the left-ventricular (lv) lead exhibited failure to capture. Fluoroscopy was performed and confirmed lv lead dislodgement. As a resolution the lv lead was explanted and replaced. The patient condition was stable.